Event description:
Reportedly, an error message was displayed. The programmer has stopped to work during a control.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an error message was displayed. The orchestra plus link has stopped to work during a control.